Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room after a wireless heart monitor patch indicated 7.2 seconds of asystole from the crt-p. The patient was pacemaker dependent at the time. Right ventricular (rv) automatic threshold that had previously been programmed off was then programmed on. Rv pace impedance measurements were reported to be stable. Technical services (ts) discussed programming options with the field representative. The following day a health care professional (hcp) called to discuss. There had been ventricular channel oversensing of atrial signals which resulted in the previous pacing inhibition. Reprogramming optimization was performed to extend the blanking period and ts recommended changing the sensitivity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.